Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the force sensor out of calibration and contamination on the force sensor plate. This report is made based on the results of an investigation completed on (B)(6) 2012.

Manufacturer narrative:
(B)(4): the pump powered on normally and passed the ez-prime steps. The force sensor resistance was high. Force sensor calibration was below specifications. Black box review shows no unusual "loss of prime" warnings on the reported date, all "loss of prime" occurred due to not priming after a confirmed "occlusion" alarms due to high force. The cover was removed, pump disassembled and examined, force sensor plate found contaminated. The unit was exercised for 24hours, no prime issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.